Event description:
It was reported that the patient was not able to adjust stimulation. The display was showing "call your doctor" icon with a warning por (power on reset) condition. The patient just had MRI of his head three days prior to the report and got por on the next day. He got MRI every 6 months because of a brain tumor. This was not related to scs (spinal cord stimulation) device or therapy. He had por condition previously after head/brain MRI and had been able to clear por over the phone using patient programmer. The patient was able to recharge normally. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
Additional information received reported that there had been times when the patient had had an MRI of head/brain and it messed up his settings. This was months ago. He went in to have it reset/reprogrammed.